Manufacturer narrative:
E1 to be continued: (B)(6). The device was not returned to olympus for evaluation/inspection. Based on the results of the investigation, the stuck guidewire could not be identified. A definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the single use aspiration needle exhibited that guidewire could not be inserted properly. The issue occurred during a therapeutic IV endoscopic ultrasound and was completed with an olympus back-up device. There were no reports of patient harm.